Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths from unknown causes, as well as complications such as perforation, pneumothorax, infection, pocket-related problems, electrode ¿dysfunctions,¿ ¿multiple re-operations,¿ inappropriate shocks, and ¿other¿ complications. Medical and/or surgical intervention was completed on some patients. Further follow up did not yet yield any additional information. The ¿unknown¿ cause of death and device manufacturer/relatedness has been requested, but not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation. The baseline age/gender is (B)(6) and male. The date of death is purely an estimate, as there is no direct correlation with device serial numbers. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: efficacy of primary preventive ICD therapy in an unselected population of patients with reduced left ventricular ejection fraction. (B)(4). 2014;17(2):255-261. Concomitant product: implantable cardioverter defibrillator (ICD). (B)(4).